Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Reportedly, customer believed a wisdom tooth extraction contributed to bg levels; however, this could not be confirmed. Bg was addressed via a correction bolus, an infusion set changes. The customer was instructed to consult with healthcare provider regarding bg level.